Event description:
Customer called and stated electricity went through the pad and the entire thing is burned.

Manufacturer narrative:
Inspection of the returned heating pad revealed customer used a us (type a) to a european (type c) plug adapter. This adapter was not equipped with a voltage transformer. The model 156 heating pad is designed for use with a 120 volt power supply. The evidence suggests the customer used the pad with a 220 to 240 volt power supply violating the specifications on the pad.